Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). It was indicated that the device was discarded therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an when an intraocular lens (iol) was implanted, a capsular tear was present. The lens was left in the eye. The lens became displaced and exchanged several days later at by a different surgeon with a non-johnson and johnson iol. There was an incision enlargement, sutures and vitrectomy performed. No additional information was provided.